Event description:
A button hole was created after cutting with the femto ldv. Pt had a little pseudo flap inside of the real lasik flap.

Manufacturer narrative:
Excessive use of laservis (viscoelastics).